Manufacturer narrative:
(B)(4). The DHR and shopfloor paperwork, and the c of c was reviewed for the reported failure "misassembled jaw" . The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and no evidence of blood were observed. The cold jaw was observed to be assembled upside down, with the serrated edges on the outside of the jaw. A microscopic inspection was conducted. The heater wire was observed to be slightly flexed away from the hot jaw, but remained attached at the base and tip of the hot jaw. After consulting with maquet engineering personnel, it was determined that the root cause of the reported failure appears to be a supplier manufacturing issue, since the silicone covering was inverted as received by maquet. Based on the condition of the device as returned and the results of the evaluation, the reported failure mode ¿misassembled jaw¿ was confirmed as was as confirmed for the analyzed failure "bent wire".

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro jaws without the wire are on upside down and the serrations are backwards. A replacement device was used to complete the procedure. There was no patient involvement.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro jaws without the wire are on upside down and the serrations are backwards. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). Corrected auto number from cs-cpl-0118 to cs-cpl-2017-01158.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro jaws without the wire are on upside down and the serrations are backwards. A replacement device was used to complete the procedure. There was no patient involvement.